Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp unit and clarified that the customer only reported the unit for blood back issue as the patient was taken off the first iabp and swapped to this unit causing it to become contaminated with blood as well. The stm observed blood in the unit and replaced the pneumatic interface module (pim) and the safety disk. The customer kept the contaminated parts. In addition, this unit is a getinge owned rental. The stm ensured all functional and safety tests were passed per factory specifications and the unit is ready for clinical use.

Event description:
It was reported that after a patient was switched from another getinge unit to a rental cardiosave intra-aortic balloon pump (iabp), pumping continued for at least five more hours when the iabp alarmed gas loss, autofill failure and catheter restriction. The clinicians attempted to remove the intra-aortic balloon catheter (iabc), but had difficulty doing so. They then contacted the cardiologist who took the patient to the ccl and attempted to remove the balloon but was unable to remove it and the patient was taken to the cvor where the surgeon removed the balloon. There was no reported malfunction of the iabp, and the unit was only reported for cleaning due to contamination. Please refer to related mfg report number 2249723-2019-01069 on the 1st iabp used in this event. Also, refer to the related mfg report number 2248146-2019-00573 on the iabc involved.